Event description:
On (B)(6) 2012, the patient contacted animas stating that she was hospitalized with a diagnosis of stroke. The patient stated that she was on an insulin drip. The patient reported that she arrived at the e.r. With double vision and blood glucose (bg) of 200mg/dl. The patient noted that she had bgs around 200 mg/dl for a long time prior to the reported incident. The patient stated that she was told her bgs as well as migraine medications may have contributed to the stroke. The patient denied dka. The patient stated that she was on the following medications: topamax, prozac, nortriptyline, lipitor, an unspecified antibiotic, and prednisone. Troubleshooting indicated that the patient had not programmed the pump with appropriate settings; the insulin to carbohydrate ration and the insulin sensitivity factor were set to default settings. There was no allegation of a pump malfunction. The patient noted that she was to be released from the hospital on insulin pump therapy once hcps decided on correct pump settings for her. This complaint is being reported because the patient reportedly experienced a stroke to which bgs may have been a contributing factor while using a pump with incorrect settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.